Event description:
Suspected insulation damage was reported. Episodes of aborted shock due to noise were observed. Noise was reproducible when tapping on the pocket. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.